Manufacturer narrative:
Previous admission for infection captured in related manufacturer report number: 2916596-2018-05246. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for an infection on (B)(6) 2018. The patient had previously been admitted for purulent drainage from the driveline site which improved on intravenous (IV) cefepime and was then discharged on p.o cipro. The patient was readmitted due to worsening drainage from the driveline site. The patient was treated for pseudomonas driveline infection and administered antibiotics. The infection reportedly resolved on (B)(6) 2018.